Event description:
It was reported that a pediatric patient underwent an umbilical hernia repair procedure on an unknown date and suture was used. Approximately 4 to 6 weeks post-operatively, the patient experienced spitting of the suture at the umbilicus . The patient underwent a second surgery to remove the sutures. During the procedure, granuloma formation and tissue breakdown were found. Additional information requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04657. The same patient is represented in each medwatch.